Manufacturer narrative:
The actual date of event is unknown. No product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had air in line sensor error and "received unit. Replaced sensors. Ran pm, failed rate accuracy. Calibrated rate accuracy and passed. Verified functionality to be within tolerance at rts pump module test result: passed vpmr:172vtbi:12 ml rate:500ml\h expected weight 12.000 grams actual weight (B)(6) grams acceptable error+/-3.400%actual error-0.8333%. There was no patient involvement.